Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument exhibited non-intuitive motion and would not move as commanded. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon stated the instrument was not moving as intended, and the nurse did not know exactly how it was not moving properly. There was not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was resolved with a backup-same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results.